Event description:
It is reported that in 2001 pt underwent open reduction internal fixation of left femur fracture using cable ready bone plate and cables. Post-op six and half months later, x-rays revealed the plate had fractured. As a result, the femur was revised about three and half weeks later where the fractured plate was removed and replaced using z cable grip bone plate and cables.